Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux en y procedure, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. Another device was opened and surgeon continued the procedure. There was no patient injury.